Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during surgery, after completing the insertion of the screw, they started to perform the ligamentoraphy to the deltoid tendon. They started to suture in the middle of this procedure and doctor passed one of the needles through the tendon and its extension. In the middle of this maneuver, they observed that the suture was not passing completely, it was observed that the needle apparently dislodged from the suture, since it did not pass in its entirety and the guide was attached to the tendon, it was possible to remove the needle with a kelly clamps. They checked the needle with its suture at in detail and the needle was broken in its proximal part. It is unknown if backup was available and how the issue was resolved but no patient injury or other complications were reported. There was no delay reported.